Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen had blacked out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis screen blacked out. A field service engineer (fse) using meter check the power to the station was verified at the red outlet and all power connections were confirmed. The fse reseated all power cables between the power supply, communication sled, and docking board, and removed and reinstalled the all in one (aio). Internal and external pyxis bus cables in the main, auxiliary, tower, and smart remote manager were inspected, along with drawer wiring harnesses and latch harnesses. No issues were found. Diagnostics confirmed that all drawers and doors were functioning properly. The system functioned as intended after field service engineer investigated the device.